Event description:
The customer reported that the wash syringe of an au600 clinical chemistry analyzer was leaking wash solution. The volume of the leak was approximately one half teaspoon, the leak was not contained within the instrument and a few drops had leaked to the floor. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. The material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) discovered that the customer had improperly inserted the syringe which had caused the leak. The fse trained the customer regarding how to properly insert syringes onto the instrument. Upon completion of the necessary and verified activities, the instrument was returned back into operation. The failure mode was improper installation of the wash syringe caused by use error. No erroneous results were generated however, upon recur; this failure mode has the potential to cause discrepant results. (B)(4).